Event description:
It was reported that during the procedure in the mildly calcified left anterior descending artery (lad), predilatation was performed using a non-abbott balloon. An attempt was made to advance a 3.0x18 xience prime stent delivery system (sds) through a 6f guide catheter and resistance was felt after the sds had advanced a few centimeters. The sds was withdrawn from the guide catheter with some resistance and the physician noted that the distal stent struts were flared. A new 3.0x18 xience prime sds was advanced through the same guiding catheter successfully and the stent was deployed at the target lesion. There was no adverse patient effect and no significant clinical delay in the procedure. No additional information was provided.

Manufacturer narrative:
(B)(4). Device evaluation: analysis of the returned device revealed that there were bent stent struts in the first and second row of the distal stent struts, thus, confirming the incident. A review of the lot history record for the reported lot revealed no non-conformances related to the reported event, indicating all lot release testing met acceptance criteria. A query of the complaint-handling database indicated there are no similar incidents reported from this lot. Based on the investigation, no product deficiency was identified.

Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. Guide wire: pt 2 -ms, guide cath: xb 3.5 6f (cordis), sheath: cordis 6f. The device is expected to be returned for investigation. It has not yet been received. A follow-up report will be submitted with all additional relevant information.